Event description:
Account alleged that the head hi-low drifts down very slow on this bed. Account stated no injuries.

Manufacturer narrative:
Technician told the account to replace the head hi-low valve and the emergency trendelenburg valve. No further information on the repair of the bed at this time.